Event description:
It was reported that the patient went to the doctor at the mayo clinic for a programmer change on their implantable neurostimulator (ins) ¿many months ago¿. It was noted that the ¿impedance in the programming¿ may have been too much for the patient because as they were leaving the doctor¿s office, they had a ¿slight seizure¿. The patient went right back to the doctor¿s office where the program was changed. The patient was reported to have been fine since.

Manufacturer narrative:
Concomitant medical products: product ID 3587a25, lot# n305757, implanted: (B)(6) 2012, product type: lead; product ID 3587a25, lot# n305756, implanted: (B)(6) 2012, product type: lead; product ID 3587a25, lot# n305756, implanted: (B)(6) 2012, product type: lead; product ID 3587a25, lot# n305755, implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was also reported that the patient had an ¿off label¿ use of the ins and that the device was on ¿top of his motor cortex. If additional information is received, a follow up report will be sent.